Event description:
It was reported, the pt's ((B)(6)) programmer reflected a low battery warning for the ipg. Currently, the ipg is reportedly unable to be interrogated as no communication can be established with the device via the programmer. Meanwhile, the pt's dyskinesia has returned. Surgical intervention will be undertaken at a later to address this issue.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.